Event description:
The complainant has reported that a pt, with a diagnosis of pancreatic cancer underwent a therapeutic ercp with placement of a flexima biliary stent in 2007. On the event date, the pt returned to the hosp with acute jaundice. The clinician has indicated that the flexima biliary stent was not draining the bile sufficiently, "probably did not work as expected due to tortuous anatomy, big papilla edema as well". The stent was removed and larger diameter flexima stent was placed without issue. The pt was discharged to home and is reported as "doing well" with no sequelae.

Manufacturer narrative:
This device is currently being evaluated by the MFR. Therefore, a failure analysis is not yet available and we are unable to determine the relationship between this device and the cause for this event.